Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 6mm monopolar curved scissors (mcs) instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken tube adapter at the distal end. The tube adapter serves as the interface between the instrument and the user installed tip accessory. The broken tip adapter made it difficult to install a tip and caused the tip to not be securely attached. The instrument was found to have detached fragments from the instrument tube adapter. The broken pieces were not returned and would have measured approximately 3mm x 1.56mm in size. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
It was reported that during central processing the 6mm monopolar curved scissors (mcs) instrument was observed to have a broken tip. There were no reports of patient involvement or patient injury.